Manufacturer narrative:
(B)(4).labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 06/26/2017, that on (B)(6) 2017, the patient experienced a skin reaction. Date of issue is an approximation. The sensor was inserted into the arm and abdomen. The affected areas were described as redness from the sensor adhesion patch. The affected area was treated with over-the-counter baby cream. The name of the cream was not specified. It was indicated that the patient's physician had approved the patient to wear their sensor on their arms. It is unknown when the patient contacted their physician regarding the skin reaction. At the time of contact, the patient was doing okay. No additional patient or event information is available. The sensor was inserted into the arm. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).